Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a low blood glucose level of 21 mg/dl. Customer stated she does not know why she is running low. However, she stated she was having some issues with carb counting and may have entered incorrect carbs but she is unsure. Nothing further was reported.